Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product was not returned; therefore, no cause can be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while disinfectant replacement is performed once a week, the acecide check for the broncho fiber videoscope had not been performed for two months. The issue occurred during reprocessing. There was no patient involvement.